Event description:
During an in clinic follow up, increased, out of range, pacing impedance was observed on the device. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that no malfunction was alleged on the device.